Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 'preparing for fill' screen. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The pump was reset, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 180-289 mg/dl.